Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was resetting. The patient was issued a replacement battery/charger modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current controlling resistor on the charger bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the shorted q1 component. The patient rec'd a replacement battery/charger modem.